Event description:
It was reported that an unk amount of spectrum pumps in the surgical intensive care unit are alarming upstream occlusion! When no occlusions are present (medications, programmed amounts and delivery rates unk). It was also reported that there were no pt injuries.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unk.